Event description:
It was reported that 3 weeks after a case, the pt had died of esophageal fistula. The case was in 2007. The doctor reported that he did not feel there was anything wrong with the catheter and the catheter did not contribute to the death.